Event description:
It was reported that the bd connecta¿ multiflo¿ 3-way multiple infusion manifold experienced tubing separation from device adapter, and leakage. The following information was provided by the initial reporter: disconnection of the valve. Blood reflux and leakage at the patient's head led to the interruption of the sedation and the patient's awakening. Hypertensive crisis during the cpb.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: our quality engineer inspected the 3 used samples submitted for evaluation. The reported issues were not confirmed upon inspection and testing of the samples. The samples were visually inspected, and no abnormalities or damages were observed. The samples were then functionally tested for leakage and disconnection using our own internal testing methods. During testing no signs of leakage were observed and no signs of disconnection were observed. Bd cannot determine a manufacturing related root cause since the defects were not confirmed. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A device history record review was not performed since the lot numbers of the returned samples could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.